Event description:
Customer reported there is battery acid in the battery compartment. Customer is aware of the return policy, but would like to return the alarm for eval. The customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit confirmed battery leakage inside the battery compartment. There is battery acid leakage and corrosion on flat contacts and battery springs. Unit powers up and passes all functional tests. Note: instructions for use state: always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).